Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years one month and twenty-three days post a port placement in the right internal cervical approach, it was discovered that the contrast agent leaked out near, vicinity of the neck at the vascular puncture site. Port was removed and replaced. It was further reported that saline was flushed, and a crack were found about 5 cm from the catheter lock. There was no reported patient injury.

Event description:
It was reported that two years one month and twenty-three days post a port placement in the left endocervical approach, it was discovered that the contrast agent leaked out near, vicinity of the neck at the vascular puncture site. Port was removed and replaced. It was further reported that saline was flushed, and a crack were found about 5 cm from the catheter lock. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A split was noted approximately 8.1cm from the distal end of the cath-lock. Upon infusion, a leak from the split on the attached catheter was observed. One image was provided and reviewed. Therefore, the investigation is confirmed for reported fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.